Manufacturer narrative:
According to the customer contact, "the nebulizer is not misting." The customer reported that she "has been unable to receive her medication" and "has missed treatments" as a result of the machine not working. The customer reported that she was "feeling fine." The customer contact did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available regarding the customer reported incident at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "the nebulizer is not misting." The customer reported that she "has been unable to receive her medication" and "has missed treatments" as a result of the machine not working.